Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. However, the insulin pump had intermittent up arrow button response due to a flattened dome switch. The insulin pump was received with minor scratches on the display window.(B)(4)

Event description:
The customer's parent reported that the up arrow button was unresponsive and no longer had a pop when pressed. The parent reported that the blood glucose ran high that day but declined troubleshooting due to feeling the site was bad. The blood glucose reading was 200 mg/dl. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.